Event description:
The patient reported she has experienced elevated blood glucose of up to 430 mg/dl from (B)(6) 2010-(B)(6) 2010 despite bolusing and changing the infusion set. She injected insulin via pen to lower her blood glucose. On (B)(6) 2010, she found the infusion set tubing was pink near the insulin cartridge. On (B)(6) 2010, the piston rod of the infusion device became blocked during extension. She believes the piston rod issue caused the infusion tubing to become pink. She believes the piston rod dissolved in the insulin cartridge and the substance was being administered through the tubing. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.